Event description:
Procedure type: hernia. According to the reporter: while the doctor was pumping up the balloon, it popped and broke into pieces. They had to retrieve individual pieces of the balloon with instrumentation out of the abdomen without apparent injury to patient. No tissue damage or patient injury reported. Patient was discharged.

Manufacturer narrative:
(B)(4). Initial report sent to the FDA on: (B)(6) 2010.